Event description:
Procedure type: low anterior resection. According to the reporter: the staple line leaked during the procedure on the anterior right. A staple was observed to be malformed. A small amount of blood loss occurred and the operating time was extended one hour to hand sew the anastomosis and complete the procedure. No patient injury was reported.

Manufacturer narrative:
.